Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the device was tested on the bench and our automated testing equipment. The device functions tested normal and no anomalies were found. The cause of the missing real time measurements could not be confirmed.

Event description:
It was reported that the real time measurements report was missing (B)(6) data. This device was replaced due to a lead issue.